Event description:
Boston scientific crm received info that this right ventricular lead had dislodged due to someone helping the pt stand up by scooping the pt under the arms. This dislodgement resulted in loss of capture. As the pt experienced pneumothorax on the left side, the lead was repositioned on right side. This lead was successfully repositioned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional info is available at this time. This event will be reopened if any additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.